Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that re-programming was done.

Event description:
It was reported the device displayed a sensing detection problem and appeared to be over-sensing during an arrhythmia. It was also reported the right ventricular (rv) lead displayed over-sensing and high thresholds. The device and lead remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned; however, analysis of the performance data collected revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.